Manufacturer narrative:
The investigation of automated impella controller (aic) - pump stop has been completed. The impella device was not returned for evaluation. Analysis: 5.5 pump was connected to (B)(6) on 4/24 and ran until 5/18 with no pump stops. On 5/18 the pump was moved to (B)(6) and there were multiple pump stops as the motor current spiked to try and fail to restart the pump. Root cause: the console most likely performed as expected and the pump was most likely damaged by the user causing the pump stops see manufacturer device report 1220648-2025-29041.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient that was a bridge to left ventricular assist device (lvad) has a pump exchanged due to persistent positioning alarms. It was reported that during support on the second impella 5.5 that there was an impella stopped alarm. The automated impella controller (aic) was exchanged without success. The cannula remained across aortic valve, however repeated attempts to restart were unsuccessful. The patient remained stable hemodynamically and marinating at baseline throughout the pump stop period. Patient was taken to operating room for impella explant and lvad. At the customer request to also to send aic (B)(6) back to get it looked at in addition to the pump investigation.